Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. The clips were stuck in the applier and wouldn't come out. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned inside its original package and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch/lot record review was performed and the batch met all final acceptance criteria.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.